Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral sapien 3 procedure, there as tension felt during valve alignment. When the delivery system with the valve on it crossed the native annulus, blood was seen in the atrion syringe, and there was no pressure to inflate the balloon. The delivery system was removed and replaced with no injury to the patient. A torn balloon was discovered. There were no issues with device insertion. The patient's anatomy was reported to be moderately tortuous.

Manufacturer narrative:
As the affected device was not returned, the investigation will be limited to review of DHR, review of physician training and IFU, review of complaint database for similar complaints, review of lot history, and manufacturing mitigations. A DHR review and a lot history review were unable to be performed due to the work-order/lot # not being provided by the procedural site. Review of IFU and training did not reveal any deficiencies. Review of complaint history reveals that the occurrence rate does not exceed the may 2016 control limits for this trend category for ¿balloon torn¿. Although the work order for the returned device was not provided, the following representative mitigation documentation was reviewed using the complaint initiation date as a reference. During manufacturing of the commander delivery system multiple inspections are performed. The crimp inflation balloon is inspected under 2.85x magnification for smoothness and bond gaps. In addition, the bond is inspected for bubbles. During the pleat and fold process, the inflation balloon was visually inspected for scratches and distorted/pinched folds. The fully assembled commander delivery system was visually inspected for manufacturing defects. The commander delivery system is 100% air pressure leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. The balloon is 100% visually inspected under 2.5x minimum magnification while the balloon is inflated for the following kinks, bends, balloon scratches, separation or damage of bond site, and cleanliness. The inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Due to the device or applicable photographs (relevant to the complaint) not returned with the complaint for evaluation, the complaint for balloon - torn, was unable to be confirmed. Without the device returned for (visual inspection, functional testing and dimensional analysis), a definite root cause for the event was unable to be determined. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. A definite root cause for the reported event is unable to be determined at this time. However, available information suggests that the reported complaint may be attributed to patient/procedural factors. Per the cer, there was tension felt during valve alignment and blood was observed inside of the atrion. As a result, the delivery system was removed and a torn balloon was discovered. Prior complaints indicates that a balloon tear can occur on the crimp balloon adjacent to the inflation balloon to crimp balloon bond. Performing valve alignment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces. These high forces can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. A study to confirm this condition was performed, and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure at this location. Additionally, the complaint indicated that the patient¿s anatomy was reported to be moderately tortuous which may contribute to valve alignment in a non-straight section. Since no manufacturing non-conformances or IFU/training inadequacies were identified, a corrective or preventative action, and pra are not applicable. The complaint was unable to be confirmed for balloon torn. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of may 2016 revealed that occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventive actions are required.